Event description:
There was no pt involved in this event. This device malfunctioned because the red status indicator was flashing. A device left in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in may 2010 and that it has performed to spec up to april 2011. On 04/24/2011, the device failed a self-test due to a low battery. During the period of 02/26/2012 and 10/21/2012 there were fluctuations in voltage which resulted in numerous self-test fails, due to a low battery. Info obtained from the device showed evidence that the device was switching itself on automatically resulting in manual power-ups of 10 minutes in duration that started (B)(6) 2013. Investigation did not confirm a fault with the device or any component in the device. The device switching itself on is a known symptom of a damaged or faulty membrane. Although in this event there was no fault measured on the membrane it is probable that damage has been caused to the membrane, which has affected the device causing it to switch itself on automatically. A device switching itself on automatically can cause premature depletion of the pad-paks (battery). The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.